Event description:
It was reported that the customer had trouble with their infusion sets. Customer stated that they were experiencing high blood glucose levels. Customer's blood glucose level was 252 mg/dl. Customer reported symptoms related to their high blood glucose level such as abdominal pain, back pain, and feeling weak. Customer stated that she believed that her blood glucose level was at 300 mg/dl or higher. Customer treated with a manual injection. Customer stated that the drive support cap is sticking out. Customer reported that her sensor glucose reading shows that she is still high. Customer was advised that she should always check her blood glucose level not her sensor glucose reading for treating. Customer stated that she checked her blood glucose level earlier and her sensor glucose reading and her blood glucose reading were pretty close. Insulin pump will need to be replaced. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The drive support disk was inspected and no anomaly noted. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.